Manufacturer narrative:
A visual assessment was performed after disinfection. As received, the working channel sleeve protruded. Maximum working channel sleeve protrusion was noted when the small knob was articulated in the counterclockwise direction and the large knob was articulated in the clockwise direction. A functional assessment was performed. The complaint was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. A spybite was passed though the working channel; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The evaluation revealed that the working channel sleeve protruded from spyscope ds. Further investigation found that the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during an endoscopic retrograde cholangiopancreatography with cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as they were visually inspecting the bile duct, in the middle of the procedure while doing some articulation during withdrawal, the image went black and never came back on. Reportedly, there was no visible damage noted to the spyscope ds. The procedure was completed with a second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has deemed a reportable event based on the investigation results; working channel protrusion.